Event description:
It was reported that there was a suspected leak or porous catheter. The doctor was doing a test with contrast intraoperatively, no leak was detected. Therapy was ongoing with the new catheter. The pump contained lioresal at the time of the event.

Manufacturer narrative:
(B) (4).